Event description:
It was reported by the clinical support specialist (css) that the pump "failed." As a result, the staff swapped to a different pump. There was no report of patient complications, serious injury, or death. If additional information is received at a later date, the complaint file will be updated accordingly.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of pump failed is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers of ac2's at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the pump "failed." As a result, the staff swapped to a different pump. There was no report of patient complications, serious injury, or death. If additional information is received at a later date, the complaint file will be updated accordingly.